Event description:
Reference number (B)(4). Event occurred in germany it was reported that patient faced an event of occlusion alarm on (B)(6) 2024. Patient reported that the occlusion was in the tubing. No further information was available.

Manufacturer narrative:
E1: patient city:(B)(6) patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6004455 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code add malfunction code. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Device history record (DHR) review: packing the lot 6004455 was manufactured according to the wi version 95 and packaging in the multivac 10, on 24/nov/2023, with a total of (B)(4) units. Gluing of tubing the lot 3l02550 was manufactured according to the wi version 57 in the gluing of tubing in the machine sc05 & sc06, on 16/nov/2023, with a total of (B)(4) units. The lot 3l04917 was manufactured according to the wi version 57 in the gluing of tubing in the machine sc06, on 04/dec/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 23/may/2025 against malfunction code occlusion in the tubing and/or tubing connectors and lot 6004455 and no other complaint has been registered in database for the same lot# 6004455 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.